Event description:
As reported by our edwards lifesciences japan associate, approximately 8 years after the patient underwent a transapical transcatheter aortic valve replacement (tavr) in the native aortic position, calcification was observed on the 23 mm sapien xt valve. It was unknown whether the patient had clinical symptoms. Vmax was 4.0 m/s and mpg was 38mmhg. Transvalvular regurgitation was mild and there was no paravalvular leakage. A valve-in-valve procedure was performed as an intervention.

Manufacturer narrative:
This is one of two manufacturer reports being submitted related to this event. The valve-in-valve reintervention will be reported under another manufacturer report with the report number to be determined. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (advanced age, potentially in combination with one or more of the factors/mechanisms described above) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted, due to availability of additional information. B4, g3, g6, and h2 have been updated. The additional information has been provided in h10.